Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was 5 mmol/l. The customer reported they were recently hospitalized due to over delivering insulin to their body prior to the motor error alarm occurring. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).